Manufacturer narrative:
Siemens completed the investigation. Based on the data provided by the customer, the two suspect samples with low pco2 results also had other results which appeared diluted. The fluidic profile was assessed and observed to have potential misalignment of the cartridge to instrument interface. This can result in poor washing and excess wash fluid to be present in the sample path. The two suspect samples appear to have been diluted with wash reagent. It is recommended for service to perform an alignment check of the instrument and to realign the cartridge interface frame on rp500 sn (B)(4). Siemens service has replaced the cartridge interface assembly and verified the alignment. The instrument is operational.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service went onsite and replaced the measurement cartridge and ran a full calibration. Three levels of aqc were run and the results were in the expected ranges. The user ran two new blood samples on both rp500 instruments and the results were comparable. The instrument is operational. The root cause of this event is unknown.

Event description:
The customer reported discrepant pco2 results run on two rp 500 analyzers. There was no report of injury due to this event.